Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump showing a fill estimate of 15 units instead of the anticipated 75 to 80 units. There was no adverse impact to the customer's blood glucose level. Customer completed necessary steps to remove air from the cartridge and used room temperature insulin. Although the caller declined to disconnect and deliver a 10.2 unit bolus to update the insulin estimate, they were assisted by technical support in reloading the same cartridge. Caller was advised to monitor the situation and follow up if necessary.